Event description:
It was reported that customer "have to press the screen button multiple times to get actions to occur". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.